Event description:
A malfunction was reported on the customer's pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer received instructions to reset the pump from technical support, and while performing the reset with the support team's guidance, the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction reappears.